Event description:
During a routine system check clinic visit, testing and imaging identified a device sensing issue, with suspicion of separation of the distal tip of the sensing lead from the lead body. Physician brought the patient in for surgery, where the sensing lead body and the detached distal sensor tip were retrieved, and a new sensing lead was implanted to restore therapy. Upon conclusion of root cause analysis on (B)(6) 2025, we found that the distal sensor tip had separated from the lead body, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk, and the issue is now resolved.